Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn to the clinical support specialist (css) that at 05:59 am est the fiber optic pressures were lower than the other transducer arterial lines. The intra-aortic balloon (iab) was placed late on (B)(6) 2011. When the css spoke with the rn, the rn stated that the fiber optic was zeroed in the cath lab and the icon was green. However, the pressure reading on the fiber optic are about 20 - 30 mmhg lower on the systolic and diastolic pressures and 15 mmhg lower on the map compared to the central lumen or the pt's other femoral artery pressure readings. The rn stated that they even did the pressure comparisons with the pump on standby and the fiber optic readings were consistently lower. The css asked the rn if the pt's condition was more consistent with what the transducer readings were or the fiber optic. The rn, felt that the pt was more consistent with the transducer readings. The concern was that they had started some dopamine based on the fiber optic readings and they now think the pt most likely did not need the dopamine. The css explained that the fiber optic may have had a false zero and that the fiber optic could be recalibrated. The rn was aware of how to calibrate, but the rn had been hesitant to do that since the fiber optics were "zeroed". The css explained that they should always assess the pressure readings from any source fiber optics or transducer and if the fiber optics were off to calibrate them. It is like re-zeroing the transducer. The rn understood. The indications for iab use: hypotension, post procedure in cath lab. No medical/surgical intervention was needed. No delay or interruption in therapy noted. There was no report of pt death, complications or injury. The pt outcome is the pt is being supported on iabp. It was noted that the pump used was the iap-0500, (B)(4). Add'l info received on (B)(6) 2011 from the cardiac care unit rn indicated that when they zeroed the iab, it did fix the problem. The problem was first observed a few hours after iab insertion. The pt outcome is fine.